Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent became prematurely deployed inside a previously implanted stent in the iliac artery although the safety lock was in place during a stenting procedure for treatment of a calcified lesion in the common femoral artery via access through the right brachial artery. Reportedly, a 0.014" guide wire was used to advance the delivery system through the severely tortuous tracking path to the target lesion but strong resistance was felt. Therefore, the 0.014" guide wire was removed and a 0.035" guide wire was inserted from the luer port. The system could be advanced to the lesion site over the 0.035" guide wire, however, the stent was not visible under x-ray. The vascular stent was then found to be deployed in the iliac artery in a previously placed stent. A balloon was inflated to fix the vascular stent to the previously placed stent. An additional stent was deployed in the common femoral artery for patient treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previously reported similar complaints have been reviewed. Increased friction between guide wire and guide wire lumen as well as increased friction between introducer sheath and delivery system catheter may cause or contribute to a premature stent deployment. A challenging vessel anatomy may be another contributing factor to increased friction. In this case, access was gained via the brachial artery and the tracking path was severely tortuous. Resistance was felt between guide wire and delivery system. Reportedly, the 0.035" guide wire was inserted from the luer port which is considered another contributing factor to the reported event. On the basis of the information available and as no sample or image was returned, a definite root cause for the reported event could not be determined. The IFU states: "ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed" and "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." Furthermore, the IFU states: "gain femoral access utilizing a 6 f (2 mm) or larger introducer sheath." And "guide wire cannot be inserted from the luer port of the delivery system. Do not attempt to exchange the guide wire after insertion of catheter." And "during stent deployment, passing with adjunct devices must be performed with caution."

Event description:
It was reported that the vascular stent became prematurely deployed inside a previously implanted stent in the iliac artery although the safety lock was in place during a stenting procedure for treatment of a calcified lesion in the common femoral artery via access through the right brachial artery. Reportedly, a 0.014" guide wire was used to advance the delivery system through the severely tortuous tracking path to the target lesion but strong resistance was felt. Therefore, the 0.014" guide wire was removed and a 0.035" guide wire was inserted from the luer port. The system could be advanced to the lesion site over the 0.035" guide wire, however, the stent was not visible under x-ray. The vascular stent was then found to be deployed in the iliac artery in a previously placed stent. A balloon was inflated to fix the vascular stent to the previously placed stent. An additional stent was deployed in the common femoral artery for patient treatment. There was no reported patient injury.